Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to oversensed right atrial (ra) lead noise. The hcp noted that several atrial tachy response (atr) events were stored in the logbook and that the ra lead noise was reproducible with isometrics. Upon review, ts determined that the oversensing noise seen on the non-boston scientific ra lead appeared to be myopotential in nature. Further review of the atr episodes showed the non-boston scientific ra lead exhibit pacing inhibition. Ts discussed review findings with the hcp and recommended programming options. At this time, the crt-d and the non-boston scientific ra lead remain in service.